Event description:
While using a cavitron 300 series g310, they allege that they have low water flow and a hot handpiece, no injury resulted.

Manufacturer narrative:
(B)(6) 2024 repair tech: (B)(4). E1h probe,inner module,hp damaged. Insert was stuck in the sterimate, back of sterimate was separated. Touchscreen lag. Debris buildup in the handpiece cable. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. No power cord received for evaluation." Qa -ds. Handpiece # : old 202308 -- new 202408. Handpiece cable # : old 07200 -- new 07240.